Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted ipg was not returned as hospital kept battery.